Manufacturer narrative:
User reported a low glucose event. The user couldn't provide a date and time of the event, but confirmed that he experienced a low glucose event with a bg value of 64 mg/dl. The user complained that the system disconnects and reconnects many times during the day. To address the disconnection issue, an associated complaint was opened. User expressed concern that when the system disconnects for long periods of time, the low glucose alerts won't get triggered. The user was assisted to resolve the disconnection issue. A review of the data management system (dms) could not confirm the reported bg value either as calibration or as a manual glucose entry. Due to lack of information, no further confirmation or additional investigation was possible regarding the reported low glucose event. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Event description:
Senseonics was made aware of an incident where user reported experiencing a low glucose event but was unable to provide the date and time of occurrence. The user stated that the blood glucose (bg) value during the event was 64 mg/dl. A review of dms data did not identify a corresponding calibration or glucose event to confirm the date and time of the reported value, nor could it be confirmed whether a low glucose alert was received at the time of the event.the user did not seek medical treatment. The event was self-resolved by consuming honey.the user's healthcare provider (hcp) is not aware of the event. The user was advised to follow up with the hcp for further medical guidance.per dms review, the user is currently using the system with up-to-date information.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.